Event description:
A us distributor reported that a belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the lead 1 wire. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.